Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a bent cannula on the infusion set. Customer stated, they were hospitalized with a blood glucose of 330 mg/dl. The date of hospitalization was unknown. The customer also reported they had adhesive issues with the infusion set. The customer was able to resolve their blood glucose by removing the infusion set. The customer declined to return the insulin pump for analysis.